Event description:
It was reported the patient was travelling and had alerts for both non-sustained oversensing and auto mode switch. Programming changes were made. The patient was reported to be in good condition and will be followed-up normally.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously reported information as to the resolution of the issue. Previously it was reported that programming changes were made. However, in actuality, no programming changes were made.